Event description:
While surgeon was performing cystoscopy turp, after 7mins at resection, the a 26 fr acmi mle 26-012 broke intra-op and was replaced with another. Within 8-10 mins, surgeon noted smoke from the working element.